Event description:
Patient had conmed adult ECG pad applied to her back pre-operatively and had a reaction to the material either in the pad or gel that left a "scar or tattoo" which was the exact imprint of the pad shape on her back. It has not faded over the past six weeks. Dates of use: 2009 <24 hours. Diagnosis or reason for use: ECG tracing during surgical procedure. Event abated after use stopped: no.